Manufacturer narrative:
A field service representative (fsr) was dispatched to the customer account. The fsr inspected and replaced 2 cuvette segments to resolve the issue. One of the cuvette segments did not have any cuvettes and the second/ third strut was detached from the segment floor. The other cuvette segment appeared to have a filmy residue on the cuvettes and each of the outer struts was detached from the segment floor. There were no further issues regarding discrepant results following replacement of the cuvette segments. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased total bilirubin result of 0.6 mg/dl was generated on the architect c8000 analyzer. The physician questioned the result as the patient's result was 14.7 mg/dl the day before. The patient was redrawn and a result of 12.2 mg/dl was generated. A corrected report was sent. There was no report of impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue was performed. The suspect medical device was changed from the architect c8000 system, ln 01g06-11 to the architect c8000 cuvette segment, ln 01g46-01 (same manufacturing site). A deficiency was identified. An abbott investigation has determined that the bottom of the cuvette segment may detach due to either excessive force applied during manual cleaning of cuvettes or cuvette wash tower crashes, or due to lack of sufficient glue during cuvette segment manufacturing (c4000 and c8000 only). A product correction letter will be issued to all current architect c4000 analyzer, architect c8000 system and architect c16000 system customers to inform them that the base of the architect cuvette segment may become detached under specific conditions causing the potential for falsely depressed clinical chemistry patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors.

Manufacturer narrative:
The correction/removal reporting number was added. The product correction letter was issued on (B)(4) 2017.